Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer attempted to resolve the first occurrence by changing the infusion set twice; however, the alarms recurred. During troubleshooting with tandem technical support, the source of blockage was unable to be confirmed. The customer's blood glucose level was 250 mg/dl. Customer changed supplies and was successfully able to resume insulin delivery.